Manufacturer narrative:
Concomitant medical products: 419678 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high pacing threshold for approximately two years. The rv lead pacing output was left as-is and the lead remains in use. No patient complications have been reported as a result of this event.